Event description:
The hosp reported that the cone tip detached from the device during an endoscopic saphenous vein harvesting procedure. The tip was retreived without additional complication to the pt.